Event description:
A surgeon reported that at approximately seven years following intraocular lens (iol) implant surgery, the patient presented with decreasing visual acuity caused by cloudiness and inclusions in the lens. Additional information was received from the implanting surgeon who reported no complications during the surgery, and on discharge day, there was slight intraocular irritation with normal retina and eye pressure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was received on (B)(6), 2012. (B)(4).